Manufacturer narrative:
Concomitant products: 10ml covidien monoject syringe, ref 8881570121, lot 1511674, exp 08/2017 0.9% sodium chloride injection; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak between a maxzero and the male luer of an IV set during an IV push of hydrocortisone, dosage and volume not specified. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the connection was not confirmed. No anomalies were observed during visual inspection. Functional testing and pressure testing resulted in no leaking. The root cause of the reported leak was not identified.